Manufacturer narrative:
(B)(4). Sample is not available for evaluation. Additional information: customer follow-up received on 2012-oct-31 advised that the serial number of the colleague pump (concomitant device) involved in this event is unknown. The colleague pump was not sent down to the biomed department for any testing. The customer reports that the air was on the patient side of the line and it had already passed through the colleague pump. The customer reports that the colleague was alarming that there was air and the staff was removing the line and not seeing air. It was after multiple occurrences that they saw this large amount of air. The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Clinical educator of the facility reported to baxter (B)(4) of an interlink buretrol solution set in which operator observed large amount of air in the line. The nurse stopped the infusion before the air reached the patient. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.